Manufacturer narrative:
This is default text configured for block h10.

Event description:
While about to reconstitution they observed that the plunger of prefilled syringe was broken [device breakage] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device breakage and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of events was not reported. On 31-mar-2026 amneal pharmaceuticals received information from a pharmacy technician via a telephone call concerning above mentioned adverse events experienced by the patient while on amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 milligram per vial single dose pack (ndc: 70121-2628-5, lot: ap250592, expiry date: 30-nov-2027, serial number: (B)(6) (dose, frequency was not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On 25-mar-2026, they received a sealed medication. On 31-mar-2026, while about to reconstitution they observed that the plunger of prefilled syringe was broken, they were unable to reconstitute the medication. The reporter stated that they followed all the instructions as per the package insert and requested for the replacement. Last action taken with risperidone in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device breakage and no adverse event was unknown. The reporter assessed the causality of events device breakage and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.